Event description:
Medics responded to a person diagnosed as unreponsive with no vital signs. The pt was last seen one hour before arrival of the medics. The device was connected to the pt using disposable pacing/defibrillation/ECG electrodes. The device allegedly failed to display the pt's ECG and displayed only dashed lines. Device power was cycled and the electrodes were changed however the pt's ECG was reportedly still not displayed. The operator pressed the analyze switch in an attempt to perform an automated ECG analysis. The device displayed a connect electrodes warning message and the ECG analysis not performed. CPR was administered and the pt was transported to the hosp. The pt was not resuscitated.